Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 08-jun-2021 to ensure that the initial concern was resolved - able to establish contact with customer who stated that the initial concern had been resolved and that she was comfortable with the glucose readings from the product. Customer stated she had a routine doctor's appointment since the last call, and that the doctor had adjusted her medication. Customer stated she had not contacted the doctor due to the true metrix go meter.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 23-jul-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.